Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results intermittently on their integra 800 hba1c dedicated analyzer. The customer stated they had multiple events, but only provided data for one patient. The patient sample was whole blood. All testing was performed on the same analyzer. The patient's initial hba1c result was 14.1%. The repeat result was 5.9%. The customer considered the repeat result to be correct. The customer did not know if the discrepant result was reported outside the laboratory. The customer did not know if there were any adverse events. The hba1c reagent lot number was 64946701 and the expiration date was 02/28/2013. The field service representative found fluidics problems on the sample tubing and reagent liquid level detection (lld) cable rt2. He replaced the lld cable and checked the connections. He reflared all the sample tubing on the st1 and st2. He performed mechanical and electrical checks. He performed a check test with no issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.